Manufacturer narrative:
(B)(4).

Event description:
The pt had peripheral artery disease surgery. Afterward, he had no need to use the implantable neurostimulator system. About 5 years later, the implantable neurostimulator suddenly started misfiring frequently. The pt tried using refrigerator magnets to turn the device off. This was not working, although it had in the past. The neurostimulator had been implanted for about 10 years. The pt did not have his controller with him. Pt and device identifiers were not reported. A f/u report will be submitted if add'l info becomes available.